Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 to (B)(6) 2020 for dietetic ketoacidosis with a blood glucose level of 642 mg/dl. The customer did not mention any symptoms of the high blood glucose levels but they were treated with manual injections. The customer stated that they had insulin delivery corrections and wanted their insulin pump replaced. The customer had communication issues with their sensors. The sensors were replaced, but the insulin pump was not returned for analysis.